Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/12/20107 with the following findings: the battery and cartridge compartments were cracked. The display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery and cartridge compartment were cracked. The display was also dim and discolored. This report is made based on results of investigation completed on 10/12/2017.